Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Also, it was noted that the pump battery depleted quickly and shutdown, dropping from 25% battery life to 0%, within one hour. When plugged into a power source to be charged, the gauge displayed 95% then the gauge displayed 5%. The customer's blood glucose level was 471 mg/dl and it was addressed with a bolus. When the bolus was administered and completed a malfunction alarm occurred. It was confirmed that the customer had manual injections available.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.